Event description:
A distributor in china reported on behalf of a healthcare facility that the tubing of a bc191-05 flexitrunk nasal tubing was cracked. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Section g4: no 510(k) number was included in section g4 of the report because the device is exempted from PMA pathway to regulatory approval. Method: the subject device, bc191-05 flexitrunk nasal tubing was not returned to fisher & paykel healthcare (f&p), new zealand for evaluation. Our investigation is thus based on the information and photography provided by the distributor, and our knowledge of the product. Results: evaluation of the provided photography revealed that one of the tubing's was torn, confirming the reported event. Conclusion: we are unable to determine the cause of the reported event. As part of the manufacturing process, each flexitrunk nasal tubing device undergoes visual inspection and leak testing. Devices that do not meet the specifications are rejected and not released for distribution. Additionally, the user instructions which accompany the flexitrunk nasal tubing include the following: "handle with care. Use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." "Disconnect the flexitrunk interface gently by twisting the connectors. Do not pull forcefully, as this may damage the tubing. Handle with care". "Use patient oxygen monitoring". Additionally, a caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk nasal tubing.